Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08670 inches. The test reservoir does lock in place and removes properly in the reservoir compartment noted. No external flash error alarm during testing. Drive support disk was inspected and no anomaly was noted. Insulin pump was received with cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer was told that he was "dead" for about 8 minutes. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported that their pump's drive support cap was flush. Troubleshooting was not completed. The customer reported a reservoir that was stuck in the pump. Customer had 2 external flash error alarms. The insulin pump will be returned for analysis.